Event description:
The customer reported that the defibrillator did not cardiovert as expected. There was no allegation that device behavior impacted pt outcome.

Manufacturer narrative:
At this time, there has been no determination as to whether the device was a factor in the reported death. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.